Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that there were pause episodes due to undersensing on the device. Technical support was contacted and recommended reprogramming to resolve the event. The patient was stable.